Manufacturer narrative:
A ge service representative performed an onsite investigation. The fluoro functions board was replaced and the system software was reloaded. The system was then found to be operating as intended.

Event description:
The customer reported that the system intermittently displayed a communication error message that required a system reboot to clear. This system was locking up. There is no report of pt injury associated with this event.